Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported experiencing elevated blood glucose readings and a bent infusion set cannula. Patient reported while using the infusion sets, the first one out of the pack worked fine until the 3rd day when her blood glucose readings started going up to the 300's mg/dl. Patient stated that is normal for her on the 3rd day and indicated it's time to change the infusion site. Patient reported, she inserted the 2nd infusion set and bolused 25.0 units of insulin for the elevated readings. Patient stated, she waited an hour and tested her readings but they were still elevated so she bolused again. Patient reported, she waited another 2 hours and then tested and again her readings were elevated. Patient stated, she bolused another 25.0 units of insulin waited another 2 hours and tested and her readings still remained elevated. Patient's target blood glucose range is below 120 mg/dl. Patient reported that's when she noticed a knot on her stomach. Patient stated, she removed the infusion headset and noticed the infusion set cannula was bent like an l shape and then she switched to a different type of infusion set. Patient reported, her readings have been fine. Patient stated, the infusion site was red and there was swelling around it. Patient reported, she had no difficulties inserting the infusion site and there are no leaks of insulin at the site. Patient stated, insulin just pooled under her skin. Patient inserts the infusion sets manually. Patient disposed of the alleged infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.